Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, product type accessory; product ID 3889-28, lot # va0tbg2, implanted: (B)(6) 2015, product type lead; product ID 3058, serial # (B)(4), product type implantable neurostimulator; product ID 3889-28, lot # va0tbpa, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an out of box product failure. There was an impedance issue of a ??? Error with electrode 3. The impedance check changed each time it was run failing on electrode 3. The impedance check was run multiple times including increasing pulse width and amplitudes, which still displayed a failure. The manufacturer representative even ran the impedance removing the operating room (or) lights from the field. The battery was removed and connected 3 times to ensure the connection was ok. The battery was removed and the lead was retested for motor responses. There was a response on all 4 electrodes; therefore a second battery was opened. The same process was followed to test the impedance of the new battery with continued impedance issues. Due to the failure of impedance it was determined to replace the lead. The new lead and the newest recent battery were implanted with successful impedance. The action required as a result of the event was that the device was not implanted. The diagnostic testing or troubles hooting performed was impedance testing and reprogramming. The product issue was resolved and it was unknown if the cause of the issue was determined. The lead and battery that were not used were mailed in on 2015-04-08. The patient status at the time of the report was alive with no injury. There were no patient symptoms or complications associated with the event. The patient never had therapeutic effect with the implanted device. The patient was implanted on (B)(6) 2015 and did not have therapeutic benefit. The patient¿s friend of family member thought the device was not working. The patient went to the bathroom as much as before the device was put in. The patient¿s appointment with their health care provider (hcp) was in 2 weeks and they did not want to wait for 2 weeks. The patient¿s friend or family member wanted someone to come to their house to show them how to use the device. It was further reported that the patient¿s surgery date was (B)(6) 2015. A lack of effect was identified and the programs only allowed the patient to increase the amplitude to a 1. Reprogramming was required for the patient to enable an increase in amplitude on all programs. The results of allowing the increased amplitude for the patient provided the therapy they needed. Refer to manufacturer¿s report #3004209178-2015-07594 for the ins that was removed due to the impedance issue.